Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info). A technician reported that an intraocular lens (iol) was exchanged due to a refractive surprise. The iol was exchanged for the same model different power iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/04/2010, 03/05/2010, 03/17/2010, and 03/22/2010 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4).